Event description:
The customer stated the unit did not shock the pt during a flight. They were landing at the hospital so the pt was transferred to the ER where the pt expired. The customer indicates the unit worked when it was returned to the base.

Manufacturer narrative:
Results: no failure of the device is identified; the device performs to specifications. Manufacturer's eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service could not duplicate the complaint (conclusion). The device was subjected to extensive testing to eliminate the possibility of an intermittent failure. The device was tested on a simulator as well as tested during vibration. Over 100 shock tests and additional tests were performed without a malfunction or failure (result: conclusion). The customer cleared the device log therefore, was not available for analysis. The device passed all release testing and was returned to the customer.